Event description:
It was reported that suture placement was successful in the right common femoral artery using the preclose technique prior to an abdominal aortic aneurysm (aaa) procedure. Two proglide devices were successfully deployed. The arteriotomy was 7f and the vessel was moderately calcified. The sheath size was upsized from 7f to an 18f for the aaa procedure. Reportedly, after the aaa procedure, during the arteriotomy closure, a suture break occurred. A third proglide device was deployed but a cuff miss occurred. The suture of the other pre-placed device was tightened but hemostasis was not achieved. A non-abbott device was used to achieve hemostasis. There was no reported adverse patient sequela. It was reported that the physician is trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4) during processing of this complaint, attempts were made to obtain complete event, patient and device information. Patient weight was not reported but the patient was described as very thin. Device (B)(4): failure to follow steps/instructions - percutaneous delivery of suture for closing the common femoral artery access site, using 5f to 8f sheaths. It was reported that the proglide device was used in a calcified vessel. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Reportedly, the sheath size was upsized to 18f. The instructions for use states: the perclose proglide 6f smc system is indicated for the percutaneous delivery of suture for closing the common femoral artery access of patient who have undergone diagnostic or interventional catheterization procedures using 5f to 8f sheaths. Based on the information reviewed, there is no indication of a product deficiency. The other two perclose proglide devices are being filed under separate medwatch MFR numbers.